Manufacturer narrative:
The unit was received at the service center for evaluation without a battery. A test battery was connected and the unit powered up automatically. The display was blank with the exception of a number 3 in the lower left quadrant. The red led was flashing and the unit was giving an audible alarm. Unit was disassembled. Visual inspection of the main pcba found no contamination or corrosion. The display functioned normally. Recertification testing was performed and unit passed. During recertification testing, the display flashed blank, then flashed an error message in a different language, flashed blank again, and then returned to normal. The unit was powered up normally. It was found that slight torsion on the display frame caused issues with the image being shown correctly. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit had a blank display. There was no patient involved.